Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be confirmed through analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. The guide wire was returned fractured 321.8 cm from the proximal end. Detailed analysis of the guide wire fracture site found evidence that indicates the wire was kinked and pulled to fracture. The exact chain of events that led to the damage remains undetermined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b7. Updated: d9, g3, h2, h3, h6 (codes 4755, 4118, 2322, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified, moderately tortuous left anterior descending artery (lad). The viperwire guide wire was placed distally down the lad, as the oad was being advanced, there was an issue observed moving the viperwire back proximally. Glideassist was used in an attempt to move the viperwire back proximally, but this was not successful. The entire system was removed. At this point, it was observed the viperwire spring tip fractured and was left in-vivo. No attempts were made to retrieve the fractured component, nor was any intervention performed to jail or stent the fractured component. The oad was observed to have a foreign material on it, which was speculated to be plastic. A new oad and viperwire were used to continue the procedure. At this time, it was observed the viperwire had a lot of particles wrapped around it, but the viperwire was in tact. The particles were suspected to be plastic. The oad was advanced on glideassist mode and spun once on low speed through the guide catheter whilst trying to access the ostial nodular calcium. It was suspected the plastic material was from the guide catheter. It was unknown what led to the fracture. There was no patient complication as a result of the fractured component remaining in-vivo. There was no difficulty wiring or delivering devices, and no wire bias was observed. The physician did not have concerns about potential long-term risk outcomes to the patient.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified, moderately tortuous left anterior descending artery (lad). The viperwire guide wire was placed distally down the lad, as the oad was being advanced, there was an issue observed moving the viperwire back proximally. Glideassist was used in an attempt to move the viperwire back proximally, but this was not successful. The entire system was removed. At this point, it was observed the viperwire spring tip fractured and was left in-vivo. No attempts were made to retrieve the fractured component, nor was any intervention performed to jail or stent the fractured component. The oad was observed to have a foreign material on it, which was speculated to be plastic. A new oad and viperwire were used to continue the procedure. At this time, it was observed the viperwire had a lot of particles wrapped around it, but the viperwire was intact. The particles were suspected to be plastic. The oad was advanced on glideassist mode and spun once on low speed through the guide catheter whilst trying to access the ostial nodular calcium. It was suspected the plastic material was from the guide catheter. It was unknown what led to the fracture. There was no patient complication as a result of the fractured component remaining in-vivo. There was no difficulty wiring or delivering devices, and no wire bias was observed. The physician did not have concerns about potential long-term risk outcomes to the patient.